Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right upper lobectomy, at the fourth firing, the bronchus was resected, the firing speed changed from first to middle. The device initially fired, but then failed to complete the firing cycle. When the jaws of the cartridge were opened after the firing/resection, it was found that some staples were not formed in b-shape, so the resection surface was checked, a part that staples were not placed was found, and the user judged that this was not normal. In addition, additional suturing with 3 stitches was performed at the part that staples were not placed. After that, the surgeon confirmed that there was no problem in the leak test, and the operation was completed. The surgical time was extended by less than 30 minutes.